Event description:
The physician attempted to implant the pt with an ipg on (B) (6) 2009. During the procedure, the physician backed the locking setscrews out of the ipg header too far and then was unable to put them back. The physician implanted a different ipg instead. The original ipg was returned to the MFR for evaluation. Upon receipt, it was discovered that the ipg failed the auto testing for high current, failed to set the defaults, and also would not charge. Due to those conditions, the ipg would not have functioned properly once implanted into the pt.

Manufacturer narrative:
Type of reportable event: "malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both setscrews were out of the block connectors and under the septums. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.